Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. The cause was reported to be supply bag disconnected without falling, which is a known cause of this alarm. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell five of peritoneal dialysis therapy. During troubleshooting, it was discovered that a solution disconnected without falling. The technical service representative advised the patient to complete therapy using manual supplies. There was no patient injury or medical intervention associated with this event. No additional information is available. .